Event description:
It was reported, the surgeon attached the nail to the nail holding device and then attached the horse shoe (medial to lateral hole) to the rod. Then he took the jig off and inserted the nail into the pt, he reattached the device and proceeded to lock medial static oblique hole. Surgeon missed the nail posterior and didn't find out until after he inserted the screw. The surgeon then inserted the screw free hand.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.